Event description:
It was reported by the edwards manager that a 26mm sapien was delivered via transfemoral approach. Reportedly following deployment there was moderate ai; tee determined that the ai was both paravalvular and central. The guidewire was removed to better evaluate the valve. It was determined that the leak was due to low valve placement (90:10 ventricular) and team decided to place a second valve. In the process of crossing deployed valve with a 6f pigtail catheter the valve became dislodged and embolized into the ventricle. The patient was converted to savr,the sapien valve was removed from the ventricle and the aortic valve was replaced surgically. It was reported the patient was in stable condition at the end of the procedure. The patient was noted to have mild native valve / leaflet calcification and mild root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be fair. Additionally, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Additionally, there are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition and embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the cause of the reported events cannot be confirmed; however patient (mild aortic calcification) and procedural (too ventricular initial positioning, fair coaxial alignment and image intensifier angle, and valve dislodgment with ancillary devices) factors likely caused or contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.